Event description:
It was reported that this pacemaker was found to be in safety mode. Additionally, it was noted a loss of capture and high capture thresholds on the right ventricular (rv) lead. A revision procedure was performed and the pacemaker was removed while the rv lead was surgically abandoned. Both products were replaced. No additional adverse patient effects were reported.